Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The incident was confirmed through analysis of x-ray images. The patient was revised, and the connector was reconnected to the rod. The instrumentation and method of final tightening used in the index surgery could not be confirmed. The subject device was not available for evaluation. It is possible for incorrect instrumentation to apply an insufficient amount of torque to capture the rod. It is also possible that the lack of adjacent fixation allowed for increased cantilever forces at the subject location, which may have exceeded the grip of the subject device.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision took place due to a rod connector loosening post-operatively. The original surgery took place on (B)(6) 2018. Patient was revised (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc, that a revision took place due to a rod connector loosening post-operatively. The original surgery took place on (B)(6) 2018. Patient was revised (B)(6) 2018.